Manufacturer narrative:
(Other): prior to this procedure, the system was serviced by superdimension and no anomalies could be found. This was the first case after service was performed in 2009. Based on the previous visit and discussions with dr, it is believed that the pt CT scan may not have been in the appropriate format that superdimension requires. At this time, superdimension has not yet received the format info pertaining to the actual pt scans from the site.

Event description:
The physician reported that after a successful registration and verification, the physician navigated to the target in the lower lobe and the position could not be verified with the x-ray. Therefore, the site did not proceed with the superdimension portion of the procedure and no biopsies were taken. The pt was under general anesthesia. There was no harm or injury to the pt reported.